Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness and dizziness. The right ventricular (rv) lead exhibited possible loss of capture. The implantable pulse generator (ipg) exhibited pacing below the lower rate. The rv lead and ipg remain in use. No further patient complications have been reported as a result of this event.